Manufacturer narrative:
No button response due to corroded keypad traces. The keypad overlay had weak adhesive bond at all locations.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer also reported that the insulin pump alarmed battery out limit and was unable to be cleared. The customer's blood glucose was 44 mg/dl at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
In 2012, low blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.